Manufacturer narrative:
Initial reporter phone# (B)(6). Initial reporter address: (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle break occurred with a pn 32g 4mm 5b xtw easyflow la. The following information was provided by the initial reporter, "client reported that he was applying insulin on his abdomen and the needle broke inside his belly, said that was the tip of the bevel, a very small piece, and he did not feel any pain in the area and did not generate hematoma. He said he doesn't go to the doctor because of the chaos of the coronavirus."